Event description:
It was reported that pump displayed malfunction message in tandem source, and technical support informed caller that this indicated malfunction on pump. There was no adverse impact to the customer's blood glucose level. Caller was assisted with resetting pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction message appeared again, which caller acknowledged and understood.